Event description:
It was reported that a user experienced a rapid decline in blood glucose to the 30s while using the ilet, with the device providing a dropping glucose alert as the event progressed; no medical care was sought, and the user ingested oral glucose in the form of orange juice. Symptoms included visual disturbances described as strobe-like vision followed by darkness, consistent with hypoglycemia. Outcomes included an urgent low glucose event that was managed with oral carbohydrate without hospitalization. Investigation included internal complaint intake and classification for an adverse hypoglycemic event with unclear cause. Investigation of this case revealed no device malfunction reported by the user and no device component issues identified, with the cause of the hypoglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.